Manufacturer narrative:
Added information to section a1, a2, a3a, b7, d1, d4, d6a, e1 and g4. Updated section b5 and h6 (clinical code, investigation findings and investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including diabetes mellitus type ii and hyperlipoproteinemia.

Event description:
Per the report received from germany, a patient with a 7300tfx25 valve implanted in the tricuspid position underwent a valve-in-valve (viv) procedure after an implant duration of four (4) years and ten (10) months due to grade iii stenosis (peak/mean gradient 19/13mmhg, velocity 2.1m/s). The patient presented with exertional dyspnea nyha iii and dizziness. A 26mm transcatheter valve was successfully implanted within the surgical device.

Manufacturer narrative:
D6a. If implanted, give date: the implant date is only known as 2020. Thus, 31-dec-2020 was used to calculate the minimum implant duration. H11. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from germany, a patient with a 25mm unknown perimount valve implanted in the tricuspid position was planned for a valve-in-valve procedure after an implant duration of approximately four (4) years and two (2) months due to stenosis.